Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the radiology technician (rt) was concerned about the image quality on the lateral 2ds. All other images were high quality. The images were reviewed and it was determined that there were multiple contributing factors: the patient was large, there was a lot of open space in the field, the system's technique was maxed out, and the rt did not utilize boost function. It was recommended that the rt collimate out the empty space and utilize the boost function when the max regular technique is not enough. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the site had concerns regarding the image quality. This was reported outside of a procedure. There was no patient present. On 2020-jun-09 additional information was received. It was reported that the images were white and low contrast. It was also reported that this occurred during a procedure. On 2020-jun-16 it was reported that the issue occurred during l3, l4, l5 laminectomies procedure. There was no delay to the procedure. No known impact on patient outcome. Troubleshooting could not resolve the issue.

Manufacturer narrative:
B5: additonal information provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6)2020 it was reported that the images were lower quality than normal but they were still good enough to navigate with. Navigation was not aborted. No impact on patient outcome or delay to procedure.